Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The sample was rerun on the same instrument and resulted lower. The rerun result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist and a siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. A siemens customer service engineer (cse) was dispatched to the customer site. The cse proactively replaced the integrated multisensor technology tubing and super flossed the sensor and rotary value ports. Quality controls were run, all of which were within range. A precision test was performed and resulted within specifications. The cause of the discordant, falsely elevated sodium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.